Event description:
A clinic chief nurse reported that a surgeon complained about poor cutting performance of the knife. He took another one from another lot. There was no harm to the pt reported.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the company's acceptance criteria. The complaint rate for the past year for dull/damaged/blunt knives was reviewed. No adverse trends in complaint rate have been observed. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to the blade. However, based on the information above, it is unlikely that the damage occurred during the manufacturing process. (B)(4).